Manufacturer narrative:
B3: date of event is estimated. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that when the patient plugged their device into the wall power socket, a blue flame started coming out of the device. Patient was advised to immediately stop using the device. Patient was able to use their stationary oxygen concentrator as a backup device during the event. Patient has since received their replacement device and it is working well.

Manufacturer narrative:
Correction: section g3 in the initial report should have been 03/09/2026 instead of 03/07/2026.